Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 120.5010. Technical support: 1. Replace the battery. 2. Replace the power supply processor board. 3. Return the module to the factory. Ashley confirmed it was a third party (after market) battery on the pc unit. Recommended replace new battery. Ashley will replace new battery (manufacture approved battery). Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. A review of the device history record showed the device had a manufacture date of 20jun2011. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) did not confirm similar complaints with the same or related failure mode for this customer. Device not returned.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.5010. The tech recommended replacing the battery and the power supply processor board. There was no patient involvement.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 120.5010. The tech recommended replacing the battery and the power supply processor board. There was no patient involvement.